Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for remote via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. No were no interventions or patient symptoms reported. Further information was requested but not received.